Event description:
Related manufacture reference number: 2017865-2022-50841. It was reported that the patient presented during generator exchange procedure. During procedure, it was reported that the right ventricular lead was stuck in the pacemaker. Both the lead and pacemaker were removed and replaced on (B)(6)2022 . The patient experienced mental discomfort during procedure. The patient was discharged from hospital after procedure.

Manufacturer narrative:
The reported event of failure to remove the lead from the header was not confirmed. As received, a partial connector portion of a lead was returned in one piece for analysis. The lead was tested with a device and was able to be inserted and removed with no anomalies noted. Final analysis of the lead did not find any anomalies except for the damages found consistent with procedural damage.